Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their reservoir was over delivering insulin. The customer¿s blood glucose level was 347 mg/dl at the time of the incident, and 112 m/dl at the time of the call. The customer treated the current high with the pump. Customer states that their blood glucose levels drop even when they give 0.6 units of insulin when they're high. The customer treated the dropping levels with food. Troubleshooting was not completed for their current high, but was completed for the over delivery. The reservoir will be returned for analysis.